Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a drainage procedure performed on (B)(6) 2025. During the procedure, the physician was unable to deploy the first flange. Attempts to reposition the catheter did not resolve the issue. The procedure was completed by replacing and using another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: an electrocautery-enhanced delivery system was received for analysis. The device returned with the stent partially deployed, and it seems that the stent is moved forward or the inner is moved backward. The device analysis could confirm the reported event of stent first flange failure to expand. As a part of the evaluation performed, it was found that the stent was partially deployed, and it seems that the stent is moved forward or the inner is moved backward. Stent partially deployed is noted within the instruction for use as a possible adverse event associated with the use of the device. Additionally, there is noticeable tearing of the silicone layer. An attempt was made to retract the slider back to see if the stent would retract and move freely, and it returned to position 1 without any problem. It was placed again in position 2 without resistance. Also, the inner sheath appeared. After functional inspection, related to the deployment of the stent was performed without any resistance, but the second flange of the stent did not expand. The inner sheath is buckled/kinked, and there was a piece of residue very close to the second flange. The small piece of plastic was touched with forceps and seemed solid but flexible. The stent was separated from the inner sheath, and it was found that the retainer was deformed, and part of that deformation was what initially came out of the stent. It seems the inner sheath was under compression, and the heat from the cable may have caused the retainer to deform. As for the additional observed event of stent slow expansion, additional specifications warrant the stent's performance in a clinically relevant manner throughout its shelf life (e.g., stent retention force). In a procedural setting, there would be additional factors/steps that would manipulate the stent into position where its ability to expand is dictated by the anatomy rather than the manufacturing dimensional specification. Stent expansion rates can be also negatively impacted by the following factors: compression, time, temperature, and humidity. Therefore, taking all available information into consideration, the overall root cause of the reported events is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during a drainage procedure performed on (B)(6) 2025. During the procedure, the physician was unable to deploy the first flange. Attempts to reposition the catheter did not resolve the issue. The procedure was completed by replacing and using another device. There were no patient complications reported as a result of this event.